Event description:
Technical services received a call on 01/03/2013 from sales rep. The lead was implanted on (B)(6) 1987. It was reported that there is noise on the lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).